Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number mlp-026545, and the reported patient outcome could not be conclusively determined through this evaluation. The relevant sections of the device history records for mlp-026545 were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU, rev. C is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including death, that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient passed away due to cardiogenic shock.

Manufacturer narrative:
Section d3, g1: updated information; section d1, brand name: corrected; section d4, catalog number: corrected; section d4, primary UDI number: corrected. No further information was provided. The manufacturer is closing the file on this event.